Event description:
Healthcare professional reported ¿large fold on the lower surface of the left implant, well visible in the upper quadrants, while maintaining a homogeneous content¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional confirmed left side capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight to the specification. Voids in the gel observed after autoclave cycle. Creases are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Patient reported left side "capsular contracture". Device remains implanted.